Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Product received with right arm tip detached. Product inspected using 25x magnification. Broken arm tip material displays gradual discolouration which would suggest stress corrosion crack to be the cause of the failure. Remaining intact tip displays a stress corrosion crack (left arm). Point to note: the inner radius (underside) of the tips is not smooth. Has a flat section at base.

Event description:
In this event it was reported that a pair of triodent forceps broke at the tip; no injury resulted.